Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter-defibrillator was found in backup mode. The device was reprogrammed out of backup mode. The patient was stable.